Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the device did not rotate and had a small hole in the hose near the muffler. The reported condition was confirmed. The assignable root cause for the no rotation was determined to be due to normal use and servicing. It was also determined that the root cause of the hole in the hose was due to user error by using excessive force pulling on the hose. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had undetermined malfunction. During in-house engineering evaluation, it was observed that the device did not rotate and had a small hole in the hose near the muffler. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.